Event description:
Medtronic received additional information that the coil was stretched, it was extended from cerebral artery aneurysm to groin. The proximal part of coil which was stretched was sutured to the groin. The treatment was continued with the coil of competitor, and then completed. There was no abnormalities right after the procedure.

Manufacturer narrative:
B5: event description - additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the reported event will not be returned for evaluation as it remains in the patient; therefore, the event cause could not be determined. Correspondence has been sent out to the customer for additional info to help with the investigation. Once the additional information has been received and investigation completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic implant coil failed to detach and then detached in the microcatheter as it was being retrieved. The coil could not be retrieved and remained in the patient. Prior to the event. The medtronic coil was prepared as indicated per the instructions for use without a problem. The coil was advanced to the aneurysm but could not be detached with the instant detacher despite three attempts. There was no attempt made with a different instant detacher. The manual detachment method (breaking of the hypotube, an alternative detachment method presented in the instructions for use) was also attempted twice, but the implant coil still failed to detach. The coil was observed to following the delivery pusher whenever it was pulled. Upon pulling the coil into the microcatheter during retrieval, the implant coil detached in the microcatheter. The physician attempted to retrieve the detached coil using a snare, but it could not be captured because the coil was unraveled so the coil was left in the patient. The inguinal area was sutured. The patient was undergoing embolization treatment of a ruptured saccular aneurysm measuring 20mm in diameter located in the m1. The patient¿s vasculature was moderate in tortuosity. The blood flow was normal.